Event description:
It was reported that, "trial of stratafix suture 4/0 (code sxmd1b106) for skin closure following bilateral breast reduction. During the assistant's sure of skin closure the needle itself snapped. The suture was not affected and the swage point also not affected, the needle itself snapped at point of contact with needle holder when pulling suture through the tissue. Patient was unharmed and needle was located. Another suture was opened and used to close incision with no further issues reported." There was no adverse patient consequence reported. (B)(4).

Manufacturer narrative:
(Method, results, conclusions): the actual product involved with the incident report will not be returned. No product evaluation can be performed. Without the finished good lot number it is not certain if there were any quality issues related to the finished good lot or needle lot. However, a record review was performed for the finished goods lot purchased since year 2013 for this item. Thirty-three device history records were reviewed. There were no non conformances issued for these lots. Finished good products were received into inventory without quality issues. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batches used in the manufacturing of the lots reviewed. As of the day of this report, information has not been received from supplier. The needle supplier has been made aware of this complaint for a continued investigation. (B)(4). Item #5xmd1b106 stratafix spiral pga-pcl knotless tissue control device. Ps-2 3-0 monoderm 60cm, lot unknown.